Event description:
Related manufacturer reference number: 2017865-2023-16867. It was reported that the device exhibited a reading error and failed in the threshold and sense tests. Two different programmers were used but the device did not allow the tests to be carried out and was not accepting the reading. The reading error continued when connected and reconnecting the programmer. The patient was admitted for a device replacement. During the device replacement procedure, it was noted that a crush was found on the lead, and it was replaced. The patient was stable and well.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.